Manufacturer narrative:
The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
It was reported that a 27mm pericardial aortic valve was explanted at implant. The valve was successfully implanted, but blood flow caused one of the leaflets to fall off. The surgeon stated that nothing was wrong with the valve until he damaged it during the implant process and a new valve was used. The valve was replaced with another 27mm pericardial aortic valve of the same model. No additional details were provided.

Manufacturer narrative:
UDI#: (B)(4). Evaluation summary: customer report of blood flow caused one of the leaflets to fall off was not confirmed. As received, leaflet 1 had a cut section of approximately 12mmx17mm; the cuts had a smooth and even edge. The leaflet fragment was returned and matched up to the valve. Suture holes were visible around the sewing ring. X-ray demonstrated wireform intact. The sewing ring was cut near leaflet 1. Customer reported damaging the valve during implant process. As reported, a leaflet separated from the valve frame during implant due to the valve being damaged during the implant process. A leaflet separating from the device places the patient at risk for embolization which can cause obstruction in critical blood vessels resulting in tissue damage. The valve was removed and replaced with a new valve and there was no serious injury reported as a result of the event. In this case, the root cause was determined to be due to procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm pericardial aortic valve was explanted at implant. The valve was successfully implanted, but blood flow caused one of the leaflets to fall off. The surgeon stated that nothing was wrong with the valve until he damaged it during the implant process and a new valve was used. The valve was replaced with another 27mm pericardial aortic valve of the same model. The patient was taken to the ICU in stable condition. Postoperative day 1, he was awake and alert, extubated. He had some atrial fibrillation with rvr and was started on amiodarone drip. On pod #6, the patient was in sinus rhythm. The patient was discharged home on pod #6.

Manufacturer narrative:
It was learned that the valve was inadvertently damaged by the surgeon during implantation. The cause was determined to be due to procedural related factors. There is no allegation of device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm pericardial aortic valve was explanted at implant. The valve was successfully implanted; however, a suture needle was inadvertently passed through the leaflet base after the valve was implanted, causing damage to the leaflet, during an attempt to repair a stitch that had pulled through the muscular layer of the lv. The leaflet was cut out to facilitate the explantation of the valve, so subvalvular pledgets could be seen and retrieved more easily/safely. The surgeon stated that nothing was wrong with the valve until he damaged it during the implant process and a new valve was used. The valve was replaced with another 27mm pericardial aortic valve of the same model. The patient was taken to the ICU in stable condition. Postoperative day 1, he was awake and alert, extubated. He had some atrial fibrillation with rvr and was started on amiodarone drip. On pod #6, the patient was in sinus rhythm. The patient was discharged home on pod #6.

Manufacturer narrative:
Evaluation summary: customer report of "leaflet was cut" was confirmed. Report of needle passed through the leaflet was not confirmed; needle puncture was not visible. As received, leaflet 1 had a cut section of approximately 12mmx17mm; the cuts had a smooth and even edge. The leaflet fragment was returned and matched up to the valve. Suture holes were visible around the sewing ring. X-ray demonstrated wireform intact. The sewing ring was cut near leaflet 1.